Event description:
It was reported that the customer has experienced hypoglycemia recently. It was stated that the customer checked the bolus history, and found that the insulin pump had delivered boluses that the customer did not program. The customer was very concerned, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.